Manufacturer narrative:
H.6. Investigation summary: it was reported the needle core of the indwelling needle is damaged. As a sample was not returned, a thorough sample investigation could not be completed. It is recommended to provide the sample defective or photo for a further investigation of the indicated defect and find the root cause. A device history record review was completed for provided material number 383312, lot 2026335. The review revealed there were no quality notifications or other events found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. Based on investigation results, the customer did not provide the sufficient information to perform an evaluation and testing, which is essential to perform a better investigation. Therefore, there was no physical evidence to confirm the defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was damaged. The following was translated from chinese to english: the needle core of the indwelling needle is damaged.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was damaged. The following was translated from chinese to english: the needle core of the indwelling needle is damaged.